Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx stents were implanted into the rca. Thirteen (13) days post index procedure, the patient suffered probable stent thrombosis. The investigator and safety assessed the event as probably related to the device but not related to anti-platelet medication. The event is unresolved.

Manufacturer narrative:
Event term updated to probable stent thrombosis and mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event term updated to probable stent thrombosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated stent thrombosis as no event. Cec commented that there was no evidence of stent thrombosis. The patient had multi-organ failure and was dying from non -cardiac causes. If information is provided in the future, a supplemental report will be issued.